Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported while using the vela ventilator, the unit will provide fio2 of 30% when set to 21%. The customer did not report patient involvement or patient harm, it is unknown at this time.

Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.